Event description:
Child was in the crib with the siderail up. Child leaned on the rail and it fell to down position. Child fell out of the crib to the floor, landing on his posterior fossa incision site. The incision opened, began bleeding and leaking csf. The child was sedated and incision resutured.